Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinical with deteriorated condition and fever. Blood cultures and a positron emission tomography (pet) and computed tomography (CT) scan were completed and revealed an infection on the driveline and the pump. The pump was exchanged and there were no further complications.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues and a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was returned detached from the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of any adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured a decrease in pump flow on 18aug2023 which was consistent with the patient¿s reported pump exchange surgery. The retrieved data appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-015887 including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was in bad general condition with a fever. Blood cultures were identified as serratia marcescens.